Event description:
It was reported that the pump touch screen was on, but the display remained black. Subsequently, the customer experienced an elevated blood glucose 540 mg/dl. The customer had not yet addressed their bg at the time of call with customer technical support. Reportedly customer contacted health care provider to obtain alternate insulin therapy.